Event description:
It was reported intraoperatively, the surgeon sutured in the valve and tested the leaflets. One of the leaflets was not closing and the surgeon attempted to rotate the valve to ensure there were no obstructions. The valve was flushed but there was no change. The valve was removed and additional info received indicated, the pt experienced extended bypass time. The pt is reported to be in stable condition.